Event description:
It was reported that a patient underwent an open ventral hernial repair on (B)(6) 2009 and mesh was used. The patient experienced a recurrent hernia six months post operative. The recurrence was confirmed at seven months by the surgeon. The surgeon indicate that a reoperation is indicated, however the patient has refused the surgery at this time. Additional information has been requested.

Manufacturer narrative:
(B)(4). Recurrent hernia occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.